Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon [no image on monitor screen] occurred due to a printed circuit (bi) board failure. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's original reported issue of front panel interface intermittently not working was confirmed, due to a defective printed circuit board. They also reported the insulation sheet was damaged and the switch bracket was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus the front panel interface of high definition lcd monitor is intermittently not working. Malfunction was found during preparation for use. There were no reports of patient or user harm. The device was returned, and olympus repair center identified no image on the monitor. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.